Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/25/2024, a sales representative reported via (B)(4) that an ar-9597-10 angle reamer sleeve and an ar-9676 angle reamer drive shaft jammed while reaming the glenoid with the 10-degree offset augment reamer handle. The case was delayed four minutes to open a replacement to complete the procedure. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. Functional testing was performed and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. Visual inspection noted that there were striation marks on both the distal and proximal end of the device. The most likely cause is attributed to misuse due to interference with the mating instrument.